Event description:
In an excerpt from the journal of plastic and reconstructive surgery, the section "financial disclosure appendix for 'clinical introduction to the hyaluronic acid dermal filler using cohesive polysensitised matrix technology" (october-2013) listed the following article: "a problem-oriented approach to nodular complications from hyaluronic acid and calcium hydroxylapatite fillers: classification and recommendations for treatment", plastic and reconstructive surgery; 132(4 suppl 2). In this article the authors describe the following adverse event after injection of the infraorbital hollows with hyaluronic acid, pt developed "persistent noninflammatory swelling of the lower palpebral region". Pt was treated with hyaluronidase; swelling resolved without sequelae. F/u info provided by the authors indicated that the type of hyaluronic acid dermal filler was never reliably identified. Additionally one of the authors noted: "the whole point of our paper is that complications arising from approved and regulated ha products of reputable companies - of which allergan is most certainly one - are typically related to aspects of the procedure than to the products themselves".

Manufacturer narrative:
Further info from the reporter regarding event, product or pt details has been requested. No add'l info is available at this time. The event of swelling is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: adverse events: the most common injection-site response for juvederm ultra xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising. Postmarket surveillance. Serious adverse events have infrequently been reported for juvederm ultra (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, pruritus, induration, and pain. The onset of edema generally varied from immediate to 2 weeks post-injection. The treatment prescribed included amica. Nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, edema resolved with a day to a month.